Event description:
During a bowel resection procedure, the instrument jammed. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
8/11/97-submission of supplemental report #1 to FDA. Device evaluation indicated and codes entered in h3 and h6. Co's analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modications were impleted to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.